Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) and manufacturer's representative (rep) reported nausea, headache, and rib discomfort. The use of the stimulation led to these issues. X-rays were taken and additional tests would be scheduled. A fluoroscopy was taken and the leads looked great and had not moved. They were trying to get an MRI to rule out any other issues. The issue was not resolved at the time of the report. It was noted the patient was requesting the device to be explanted. No surgical intervention occurred and it was unknown if any was planned. Additional information received later reported that the patient's entire system was explanted on (B)(6) 2016 per the patient's request. The product was discarded per the customer. Relevant medical history included other chronic intractable pain in the trunk or limbs and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on april 27th 2016 stating that they had performed months of troubleshooting prior to explant. Multiple reprogrammings were conducted, and the patient also had cancelled multiple scheduled reprogrammings. The patient's main issue was that the stimulator didn't seem to work as well as the trial, and felt that they had more pain in their ribs, thoracic, and chest after implant. Imaging was conducted, but everything looked similar to the trial. The patient also would continue to have pain even when they were not using the stimulator.